Manufacturer narrative:
(B)(4). The field service engineer (se) inspected the device and verified the alleged malfunction. The graphical user interface (gui) printed circuit board (pcb) was replaced, to resolve the issue. The device then passed all testing.

Event description:
It was reported that a ventilator had a blank screen. There was no report of patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.